Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7100570. Product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076177.

Event description:
It was reported that the patient was experiencing shocking and uncomfortable stimulation in the stomach. It was noted that there were high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.